Event description:
Patient underwent scheduled robotic ventral hernia repair. During procedure, the robotic monopolar curved scissors were not functioning properly. Clinical team determined wire on tip of instrumentation was broken. Equipment removed from patient and inspected. Surgeon checked cavity, validated no retained objects. New equipment obtained and procedure proceeded without complication.